Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to latch to belt) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The failure was isolated to the monitor's electrode belt receptacle being damaged causing the hv pin to be broken off. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to latch to electrode belt.